Manufacturer narrative:
During use of a 6/7f mynxgrip device for vascular closure (vcd), the shuttle would not deploy down. Hemostasis was achieved by manual compression which was held for more than 30 minutes. Treatment for the reported event was antibiotics. The hospitalization was not extended. The vessel size was 6mm in the femoral artery. The procedure type was interventional peripheral. The stick location was medium and the sheath size was 6f. There was significant resistance when shuttling down. The user was trained to the device. The device was not returned for analysis. A device history record (DHR) review of lot f1714302 revealed no anomalies or non-conformities during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ could not be confirmed as the device and sheath were not returned for analysis. The cause of the shuttle advancement issue could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the advancement issue reported. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely, which will cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a mynx device for vascular closure, the shuttle would not deploy down. Hemostasis was achieved by manual compression which was held for more than 30 minutes. Treatment for the reported event was antibiotics. The hospitalization was not extended. There were 4 issues with 4 separate patients. The device will be returned for analysis. The vessel size was 6mm in the femoral artery. The procedure type was interventional peripheral. The stick location was medium and the sheath size was 6f. There was significant resistance when shuttling down. The user was trained to the device.